Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus found on the device during the procedure. It was reported that this was a mitraclip procedure to treat grade 3 functional degenerative mixed etiology mitral regurgitation (mr). While steering towards the mitral valve with the clip delivery system (cds) a thrombus was discovered at the tip of the clip. There were no device malfunctions with cds. The physician had forgotten to administer heparin to the patient after the transseptal puncture was performed. The cds was removed from the body and the thrombus remained on the device. The cds was placed in a heparin solution outside of the anatomy and the thrombus was removed from the device. Ten thousand units of heparin was administered. After the thrombus was no longer on the cds, the same cds was re-inserted into the patient anatomy and the procedure continued with successful implantation of one mitraclip, reducing mr to grade 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.